Event description:
It was reported that balloon rupture occurred. The patient presented with may-thurner's syndrome. The target lesion was located in the left iliac vein. A wallstent was implanted in the lesion and a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post dilation of the stent. The balloon was first inflated at 4 atmospheres for 20 seconds however on the second inflation for 20 seconds, the balloon ruptured longitudinally at 4 atmospheres. Then another 16-4/5.8/75 xxl¿ esophageal was advanced for post dilation. First inflation was performed at 4 atmospheres for 20 seconds however on the second inflation for 20 seconds, the balloon ruptured circumferentially at 4 atmospheres. Both balloon catheters were completely removed from the patient and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).